Event description:
Device 1 of 2. Please see MFR's report number 1627487-2010-01367 for device 2. On (B) (6) 2010, the pt was implanted with a scs system. On (B) (6) 2010, it was reported that the pt fell and subsequently lost stimulation. The sales rep met with the pt and tried reprogramming the device but was unable to recapture the stimulation. An x-ray was taken and a disconnect was observed between the extension and the ipg. The doctor did an exploratory revision and observed fluid in the ipg header and decided to replace the device. The extension was also replaced as it was missing a contact. The pt is currently satisfied with the stimulation.

Manufacturer narrative:
Device evaluation 1 of 2. Please see MFR's report number 1627487-2010-01367 for device 2. Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and noted to be discolored at both septums. A contact from the extension was found in the lower header port. No other visible anomalies were noted. The ipg passed the functional auto testing and passed communication testing with the pt programmer. Conclusion: the cause of the reported complaint is confirmed due to the extension's missing electrode found within the ipg. The ipg itself passed all functional and communication testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.